Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "lens refuses to come out of injector and cames out broken". The lens was explanted during the original surgery session. No replacement lens was available at the time of the original surgery therefore the patient was left aphakic. The patient will require an additional surgery to have a replacement lens implanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The verbatim report states that the "lens refuses to come out of injector", continued injection of the lens is a deviation from the IFU. The IFU states injection should be discontinued in the event of "excessive resistance". Continued injection at the point the lens became trapped is the cause of the lens being delivered in a damaged condiiton into the eye.

Event description:
On 17th march 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that there was difficulty injecting the lens and when it was delivered into the eye the lens it was broken necessitating immediate removal of the lens from the eye.